Event description:
A peritoneal dialysis (pd) patient contact (caregiver) contacted fresenius technical support to report patient receiving a blank screen error during setup on the liberty cycler. Pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler to resolve the problem, advised for patient to discontinue using the machine and contact the peritoneal dialysis registered nurse (pdrn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon patient follow-up it was determined the patient was able to complete treatment. No further issues were reported. Patient did not suffer any adverse events and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid on the bottom cover under the pump and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. The mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.